Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received off no power alarm without low battery alert. The customer's blood glucose was 370 mg/dl at the time of incident. The customer stated that the battery was not previously used. The customer stated that the insulin pump was dropped prior to the event. The insulin pump will not be returned for analysis.